Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. External flash error alarm was not verified and displacement test was not performed due to motor error alarm. The device had cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received alarms including motor error alarm. Customer's blood glucose was 134 mg/dl. During troubleshooting, it was found that customer was exposed to magnetic field or MRI. Customer does use sensor features. Customer was unable to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.